Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for evalution? Yes. D.10 returned to manufacturer on: 25-jan-2023 h.6. Investigation summary: bd received 5 customer samples and 1 photo were received in support of this complaint from catalog 363083, lot number 2080608. The samples expired on 31dec2022; therefore, no retention testing could be performed. The photo shows the shelf pack label with the expiration date and lot number information circled. Additionally, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Furthermore, 10 production lot in-house retention tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the samples, photo, or the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the collection had an inadequate collection volume."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the collection had an inadequate collection volume."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.